Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion at the inline connector was confirmed via submitted images. The heartmate 3 vad modular cable (lot number unknown) was not returned for analysis. A photo provided by the customer revealed corrosion throughout the inline connector, including on the connector pins. Provided information stated that the modular cable was exchanged in order to troubleshoot driveline power fault alarms; however, the alarms did not resolve. A pump cable connector cleaning was performed but the alarms recurred. It was stated that splicing a new modular connector resolved the event. The submitted log files and driveline fault alarm have been addressed under the pump investigation. Multiple attempts were made to obtain additional information from the customer regarding whether the modular cable would return; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the modular cable being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Additionally, a subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook, section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with driveline power fault alarms that begun on saturday afternoon. The patient had the modular cable replaced twice prior, 3 months ago, and 3 months before that. The replacement was also triggered by driveline power faults at the time. There was no visible damage to the driveline. Log files confirmed driveline power b fault alarms on 01nov2025. The alarm had not interfered with pump operation. The site replaced the modular cable and system controller on 03nov2025, and no alarms were noted to return.

Event description:
Additional information provided on 10nov2025 noted that on (B)(6) 2025 the driveline power fault alarms returned. The corrosion was noted to likely be due to water damage and would be cleaned on (B)(6) 2025. Details provided on (B)(6) 2025 confirmed that the driveline power fault alarms appeared to clear post modular connector cleaning. The noted corrosion was observed upon disconnecting the surface cleaning. The patient was symptomatic during the cleaning, so the team provided inotropes for the second round of cleaning of the pin sockets and the patient tolerated the pump off well. Post-cleaning log files showed improvement of the isense values and no further driveline power faults noted. The patient was instructed to cover the modular cable connection during showers to prevent this from re-occurring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen again in clinic for recurrent driveline power fault alarms despite the cleaning. The site stated they would permanently silence the alarm, and was considering splicing the driveline. Additional log files captured driveline power a faults beginning on 16nov2025, and it was noted that previous faults were on the b line. This indicated that the connector may still be dirty. The remainder of the log file was unremarkable. Due to the recurrent alarms, the site requesting a modular connector replacement. A repair was scheduled for 03dec2025 since there were still alarms post connector cleaning. Power faults still noted on the screen prior to procedure. A new modular connector was spliced in successfully with no issues and no interruption in pump support during power transfer. Post driveline repair, log files were submitted after performing 20 power cable disconnects as requested, but the power cable disconnects were not captured in that file. Only the driveline power faults were captured. An additional 20 power cable disconnects were performed, waiting until an audible beep was heard before triggering another. In the log files submitted following these, no further alarms were captured, and values had returned to normal. The plan was to exchange the patient's ventricular assist device after several months and to get the patient listed for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.